Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 97791, serial# unknown, product type: accessory. (B)(4).

Event description:
It was reported that there was ¿site infection¿ and the device was explanted on (B)(6) 2013. The patient was re-implanted on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up could not be conducted to obtain this information. Should additional information be received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.